Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered heart failure requiring medication. On post-procedure day 0, the patient developed congestive heart failure. An unspecified medication was administered. Patient required extended hospitalization as a result of the adverse event. Issue resolved without sequelae. Principal investigator assessed this event as severe, serious, not investigational device-related, and definitely index procedure-related.

Manufacturer narrative:
Additional information received on 2/20/2018 indicates the patient is a (B)(6) male. (B)(4).